Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium prime bare coil was "unable to removed". The product was replaced with a medtronic coil to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an unruptured, saccular, c7 aneurysm with a max diameter of 1.5 mm and a 1.0 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Event description:
Additional information received reported clarification that the coil was not able to be pushed out of the distal end of the microcatheter. The coil had pushed out smoothly from the microcatheter. It was noted that continuous catheter flush was administered during the procedure. There was no kink or other damage observed to the catheter after removal. Based on additional information received, the event no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
Based on additional information received, the event no longer a reportable event. MDR decision corrected to not reportable. No ad ditional supplemental reports are required unless additional information received indicates a reportable event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis as found condition (condition of returned device): an axium prime coil was returned for analysis within a shipping box; within a sealed biohazard pouch; within an opened axium prime coil inner pouch. The axium prime coil was returned within introducer sheath. The unknown micro catheter used during the event was not returned. Visual inspection/damage location details: no bends or kinks were found with the axium prime coil pushwire. The implant coil appeared to be damaged within the introducer sheath. The axium implant coil was pushed out further from the introducer sheath for additional evaluation. The axium prime coil was found to be stretched and damaged. No other anomalies were observed. Testing/analysis (including sem reports): the axium prime coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed as the axium implant coils could not be used for resistance testing with the returned micro catheter due to their damaged condition. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include failure to hydrate the axium implant coil prior to use, and lack of continuous flush during delivery. The model and lot numbers for the unknown micro catheter used during the event were not provided; therefore, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.